Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator to exhibit a high battery current drain due to a hybrid circuit component anomaly.

Event description:
It was reported that measured battery data of the pulse generator was 2.62 v, 82 ua with a magnet rate of 91 bpm. The estimated remaining longevity was 0.25 - 0.50 years. The device was removed and replaced.